Event description:
It was reported that the patient was in atrial fibrilation/atrial tachycardia for an extended period. The implantable cardiac defibrillator recognized the rhythm, but the carelink monitor did not transmit an alert until the patient did it manually. The monitor remains in use. No patient complications have ben reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, the device was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.